Event description:
New information received from surgeon. Patient visited a hematologist and found out that she has von willebrand's disease. Von willebrand's disease (vwd) is the most common hereditary coagulation abnormality described in humans, although it can also be acquired as a result of other medical conditions. It arises from a qualitative or quantitative deficiency of von willebrand factor (vwf), a multimeric protein that is required for platelet adhesion. There are four types of hereditary vwd. Other factors including abo blood groups may also play a part in the severity of the condition. Based on new information, this file is no longer a serious injury.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed architect i2000sr analyzer error code 1007 (unable to process test, activated read failure) on some assays when reaction vessel (rv) lot 71451p100 was in use. The customer was asked to perform analyzer checks and replaced the rv lot in use. The issue was resolved with the replacement of the rv lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). Evaluation: method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.